Manufacturer narrative:
The reported event was confirmed to be manufacturing related. Visual evaluation of the returned sample noted one opened (without original packaging), temperature sensing silicone foley catheter with tamper evident seal, cut inlet tube, and sample port connector. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and immediately leaked from eyelets and up into the catheter shaft indicating lumen to lumen leakage. The balloon was dissected and the inflation notch was found perforated to both lumens. This product was out of specification as per the "leaks between lumens (inflation lumen, irrigation lumen and temperature sensor lumen) are not allowed". Active length of the catheter balloon was measured (0.7925") and found to be within specification (0.60" to 0.90"). The measured french size of the catheter was 16 fr. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be " punch depth too large". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered."

Event description:
It was reported that the catheter fell out of the patient on the next day of use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient on the next day of use.